Event description:
It was reported that during a customs clearance check by the (B)(6), the pt graphix guide wire was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.

Event description:
It was reported that during a customs clearance check by the tunisian ministry of health laboratory, the pt graphix guide wire was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the incident device was returned in its original sealed pouch, loaded into the protective packaging hoop. Visual examination of the pouch revealed foreign material (fm). The pouch was opened and it was noted that the fm is embedded in the laminated film of the pouch; several attempts were made to remove it however fm could not be removed. The foreign material (fm) was measured and it was noted that the fm was within specification. Fourier transform infrared spectroscopy (ftir) analysis could not be performed because the fiber was embedded in glue tape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue. (B)(4).

Manufacturer narrative:
(B)(4)